Event description:
The customer reported that the device had electronic error, reboot, error message. The device was initially reported to be in clinical use at the time, but the customer later confirmed no patient involvement.

Event description:
The customer reported that the device had electronic error, reboot, error message. There was no reported patient involvement/adverse patient impact.